Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that their stimulation setting would not go past 4.1 support link did troubleshoot the issue and the setting would go to 4.2 and say maximum settings. Patient was changed to the left side and was s currently feeling the stimulation. Patient stated a day later that they does not have urge incontinence, they had pain from not being able to void. They had to push on their abdomen to void prior to having this procedure. The patient stated that their urgency was strong but their urine flow was very little.